Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. Patient information was not provided. Livanova (B)(4) manufactures the electronic venous occluder (evo). The event occurred in (B)(6). A video was provided by the customer which confirmed the issue. Analysis of the video revealed that the tubing was not inserted into the clamp at a right angle. The evo clamp was returned to livanova (B)(4) for investigation. During evaluation, the issue was reproduced. Inspection identified that the clamp did not close completely at 0% and the flow rates were too high and out of tolerance. The problem was traced to the motor set current, which was set too low. After deleting the internal memory, this motor current value was returned to the correct value and subsequent testing was completed without further issues. Following a successful technical safety inspection, the device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue for which corrective action has already been initiated.

Event description:
Livanova (B)(4) received a report that an electronic venous occluder (evo) would not close completely when set to close post-procedure. The calibration of the tubing was reportedly successful and the correct tubing size was entered. There was no report of patient injury.